Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "fretting and crevice corrosion may occur at interfaces between components.¿ this report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-01207 / 02623).

Event description:
It was reported by the patient's legal counsel the patient underwent a left hip revision procedure approximately six years post-implantation due to allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, metal poisoning, metallosis, and metal debris. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in operative notes confirm that patient underwent a left hip revision procedure approximately six years post-implantation due to pain, pseudotumor and episodic wound discharge. During the procedure, necrotic tissue, milky fluid and corrosion of the taper were noted. The modular head and taper adapter were removed and replaced and an active articulation bearing was implanted.